Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, 95% stenosed, de novo, mid, right coronary artery (rca) after pre-dilatation with a 1.5 x 8 mm unspecified balloon catheter the xience v stent delivery system (sds) was advanced with anatomical resistance when the proximal shaft became separated. The device was removed without reported issue and a second xience v sds was advanced with anatomical resistance but again the proximal shaft became separated. A different device was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other xience v referenced is filed under a separate medwatch MFR number.